Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During expert in situ measurements fluctuations in impedances were seen when pressure was applied to the implant.

Event description:
The user hears noise only when she wears the audio processor.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. Per information received, the device was explanted due to unsatisfactory perception, which appears to be device unrelated. An exact root cause for the reported fluctuating impedances during eift cannot be determined, but they seem to be related to a measurement via dl-coil. This is a final report.

Manufacturer narrative:
The currently available limited information from the field, does not point to a device malfunction or defect as described in the complaint report form. Reportedly the recipient hears a noise when the processor is used due to undetermined reasons. Measurements received for the contra-lateral side point to bone growth over the reference electrode. Re-implantation is reportedly considered, but no further information has been received yet.

Event description:
The user hears noise only when she wears the audio processor.